Event description:
Explantation of cmc spacer on referral. The pt received the cmc spacer in 2007, but continued to have some pain. Swelling and increasing pain during the fall. The spacer wing on trapezium fixed, but the wing on carpometacarpal loosened. Removal of spacer and convention to tendon arthroplasty.

Manufacturer narrative:
Increasing pain and swelling starting about 6 months after implantation. At explantation of the spacer, it was found that the distal wing of the spacer had come loose from the carpometacarpal bone. Pain and swelling probably caused by failing fixation of one of the spacer wings.